Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.H6: Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, the patient additionally reported receiving an Omnipod 5 error message stating, "Dexcom issues detected." The patient also stated that the Dexcom app indicated there was a problem with the G7 sensor and that, at one point, no CGM reading was displayed. While using the second sensor on (b)(6) 2026, the patient reported calling for ambulance assistance because of the continued LOW CGM readings. The patient stated that no FSBG comparison was performed before paramedics arrived. Upon arrival, paramedics obtained an FSBG result of 44 mg/dL while the CGM displayed "LOW." The patient did not report any symptoms. The patient stated that the paramedics "brought the numbers up" but did not specify the treatment or medication administered. During the call, technical support advised the patient to report the Omnipod 5 "Dexcom issues detected" message to Omnipod 5 Technical Support. The patient acknowledged the recommendation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.